Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach. The sheath was re-advanced over the filter and uneventful retrieval followed. Another filter was successfully placed without pt complications. A delivery system in the released position along with a sheath, dilator and filter were rec'd, evaluated and retained by this MFR. The engineering evaluation of the sheath indicated the sheath was kinked in several locations, 5.8, 10.3, 20.2, 24.4, 35.2, 39.7, and 47 centimeters from the distal tip. No defects were noted with the filter or delivery system. It was indicated continuous flushing of the carrier system was not performed prior to deployment which may have contributed to this event. Co's directions for use state: "the introducer catheter must be flushed through the opened flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure... Insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release... Confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter... Do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."